Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an infection in the scrotum and cylinders erosion. The ipp was previously explanted and replace with a new tactra. On 22apr2021 the tactra was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient is healing following the procedure.